Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use for the gore® dryseal sheath states: potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (ie, dissection, rupture, perforation, tear, etc.)

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprostheses for a thoracic aortic aneurysm repair using a gore® dryseal sheath with hydrophilic coating (dsl2228j/17213043).the sheath was inserted from the right side. On (B)(6) 2018, it was reported that the right external iliac artery and the right common femoral artery were dissected. On (B)(6) 2018, the patient underwent reintervention and a contralateral leg component and viabahn to repair it. It was reported that the dissection was due to the sheath removal. The patient tolerated the procedure. No further information is available.